Manufacturer narrative:
Suspect product was discarded.

Event description:
On (B)(6) 2020, a patient (pt) in (B)(6) reported a diagnosis of a corneal ulcer os while wearing the 1-day acuvue oasys with hydraluxe brand contact lens (cl). The pt experienced discomfort, pain, and glare os while wearing the suspect cl. On (B)(6) 2020, the pt visited an eye care provider (ecp) and was diagnosed with a corneal ulcer os. The pt was prescribed vigamox ophthalmic solution (unspecified dose, frequency, duration) and was instructed to discontinue cl wear (unknown duration). Follow-up (f/u) in 2 days was advised. The pt returned to the ecp for f/u on (B)(6) 2020 and was diagnosed with corneal ulcer os. No additional medication was prescribed. The ecp instructed the pt to continue with no cl wear and to f/u in a week. The pt returned to the ecp on (B)(6) 2020 and was advised ¿the eye was getting better to some extent.¿ no additional medication was prescribed. The pt was not instructed to discontinue cl wear or return for f/u. The pt felt the eye condition was improving. The pt refused a medical interview or written consent. On 19dec2020, additional information was received from the pt. At the f/u visit on (B)(6) 2020, the ecp advised of deep staining os due to the corneal ulcer. On the second and third f/u visits, the pt was not prescribed any additional medication and was instructed to continue to apply vigamox ophthalmic solution which the pt was prescribed at the first visit. The pt refused any additional contact. No further information is available. No additional medical information is expected to be received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5649220104 was produced under normal conditions. The suspect os cl was discarded. No further investigation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.